Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that moving the rf (radio frequency) connector on the lem (link electronic module) pcb (printed circuit board) assembly changed telemetry signal strength. Programmer was found out of specification on several functional tests associated with the lem pcb assembly. Analysis also found the bezel overlay was damaged in upper left corner, a keyboard screw was missing, and the 25 button on the printer keypad functioned intermittently. The left keyboard hinge and handle cover were broken. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.